Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit but was unable to duplicate the reported issue. As a precaution, the fse calibrated the touch screen and performed the display test, then informed the customer to monitor the screen issue. A second round so checks was performed and the customer was asked to not use the iabp unit if the reported issue recurs. Subsequently, the fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as the result of a retrospective review conducted in CAPA 584165.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) units display is flickering. There was no patient harm reported.